Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm implantable cardioverter defibrillator, implanted: (B)(6) 2012. A 5867-3m adaptor, implanted: (B)(6) 2012. A 5076-52 implantable pacing lead, implanted: (B)(6) 2012. A 419488 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold levels had been increasing. Insulation damage was observed proximal to the tying sleeve during the procedure wherein the lead was capped and replaced. No patient complications have been reported as a result of this event.